Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported that the patient developed a post-operative hematoma in the pump pocket following a pump replacement. The event occurred "1-2 weeks" prior to the report. Patient symptoms included swelling in the pump pocket. The patient was hospitalized. The patient outcome was reported as recovered without sequela. The device system was used to deliver lioresal (baclofen). A follow-up report will be submitted if new information becomes available.